Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperatively that the leadless implantable pulse generator (ipg) was extremely difficult to recapture using the delivery system and tether. Under fluoroscopy, the capture cone appeared to be at a right angle to the leadless ipg, preventing the cup from properly aligning and sliding over the device. Despite this, the leadless ipg was successfully recaptured into the delivery cup of the delivery system. A second leadless ipg was then attempted. This device demonstrated low impedance, small r-waves, and no capture. The second leadless ipg also exhibited recapture difficulty with its delivery system; however, it was successfully recaptured and redeployed successfully. The first leadless ipg and delivery system were attempted/not used. The second leadless ipg remains in use. No patient complications have been reported as a result of this event.